Manufacturer narrative:
Device was tested upon receipt at impact and the reported problem was duplicated as reported by the end user. After close examination, the tubing to the exhalation valve was found to be blocked by a portion of cellophane wrapper which was likely introduced to the tubing from outside the device. It should be noted that impact the wrapping did not appear to be the same as any used by impact on any of its products/accessories (it appeared thinner). The exhalation valve tubing was replaced. Periodic maintenance, calibration and functional testing were performed at impact and the unit was returned to the end user after it tested within specification.

Event description:
The pt was being prepared for transport in the hospital emergency room. The pt had just been placed on the impact emv+ portable ventilator system when it gave an "exhalation valve failure" alarm which could not be cleared by checking all connections. The device did not continue operation and the pt was manually ventilated until a second portable ventilator could be obtained to complete the transport. The end user reported there was no serious injury to the pt as a result of the incident. Though it was reported that serious injury to the pt did not occur, it was reported that the unexpected behavior of the ventilator caused the need to manually ventilate the pt while another portable ventilator could be obtained. We have submitted this as a serious injury event because manual ventilation was necessary to preclude permanent impairment or damage due to the device incident.